Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that applier was damaged and at the time of closing the clip it was detached from the mandible. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. (B)(4) facility as part of a (B)(4) pc. Lot in march of 2016. The returned instrument was evaluated and found that one of the jaws was loose from the instrument and the tube assembly was bent/damaged at the jaw end and the pivot pin was pulled thru 1 side of the tube assembly making this instrument unusable thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaw to be loose and separate from instrument and the jaw pivot pin to be partially pulled into the outer tube assembly and for the tube assembly to be bent/damaged but mishandling at end users facility is suspected.

Event description:
It was reported that applier was damaged and at the time of closing the clip it was detached from the mandible. There was no reported patient injury.

Event description:
It was reported that applier was damaged and at the time of closing the clip it was detached from the mandible. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un- determined what caused the jaw to be loose and separate from instrument and the jaw pivot pin to be partially pulled into the outer tube assembly and for the tube assembly to be bent/damaged but mishandling at end users facility is suspected.